Event description:
(B)(4). I had the essure done in (B)(6) 2007 because I had 3 children and I was happy with that. I told my obgyn that I was allergic to stainless steel and any metals. I told them that I can't wear a belt, but they pushed me to get this done and said that my allergies to metals weren't an issue. I can't even wear jewelery unless it is gold. So (B)(6) 2007 I went back in my obgyn said that it worked and I was good to go. (B)(6) 2008 I find out I was pregnant again. So yes I had another child with this inside of me. My issues are since this was done I have had extremely heavy bleeding and clots. I bleed for 8-10 days sometimes longer, when before this my periods were 5 days every 28 days and normally the first day or two was a little heavier than the rest. Now I have my period like I said for 8-10 days if not longer, than I stop for a week and then it starts again. I have to wear tampons and pads at the same time or I am bleeding all over my self with in 20 minutes, with both I can go 30-45 minutes. I can not hold a job because of this, nobody wants to hire me or if they do I lose it within 3 month because they will not put up with me running to the bathroom every 20-30 minutes. I am in constant pain, like it feels like something is stabbing me on the inside. In 2009, I had a dye injected in me because they thought I had kidney stones and they person that read my results said they could see one coil but the other one they had no idea where it is. I am suffering, my husband is suffering and all 4 of my children are suffering because I can not help support them financially. Yes my insurance paid for my procedure but they will not cover to have it removed. I was told by my obgyn they have to have a "good reason" to cover it and me practically bleeding to death isn't good enough. At least I feel like I am bleeding to death. I have had test to make sure I am not losing too much blood.

Event description:
(B)(4). I had my essure removed on (B)(6), 2015 and the doctor found that the one in my left tube was out about half way and the right one wasn't in my tubes at all. It was in my uterus and he was only able to remove 95% of it because if he could have kept digging, he would have poked all the way through my uterus. He was only going to remove part of my tubes but when he found this, he felt it was safer to remove all of my tubes.